Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned and the lot number was confirmed with the packaging returned with the device. During visual inspection an attempt had been made to shape the guidewire tip. The guidewire was noted to be kinked/bent at 143.5cm, 168cm and 183cm from the proximal end. The guidewire ptfe coating was noted to be peeling in multiple areas to 30cm from the proximal end. The tail over the proximal bond joint was noted to be damaged/torn. The core wire distal end was observed through the distal tip dome. Hydrophilic coating was hydrated there were no anomalies noted. Functional testing was not performed as the reported event was confirmed during visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information indicates there was no damage noted to the packaging prior to preparation of the device, no anomalies were noted to the device during initial inspection and preparation, the device was prepared as per the dfu, the dispenser hoop was flushed before removing the guidewire and there was no resistance encountered removing the guidewire from the dispenser hoop. The introducer sheath was used with the guidewire during the insertion process and the device was backloaded through the supplied introducer. Continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was not tortuous. Analysis of the returned device found an attempt had been made to shape the guidewire tip. Kinks were noted 143.5cm, 168cm and 183cm from the proximal end. The tail over the proximal bond was noted to be damaged/torn. The damage to the returned guidewire indicates the device encountered a significant amount of force and manipulation during removal from the dispenser hoop. The guidewire ptfe coating was also noted to be peeling in multiple areas to 30cm from the proximal end which confirms the reported event. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer. Additional information states the device was backloaded through the supplied introducer. The as reported and analyzed damage of the guidewire ptfe coating peeling in addition to the as analyzed damage of the guidewire broken during preparation and the guidewire kinked/bent has been assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
It was reported by the physician after removing the device from the dispenser hoop, the ptfe coating was peeling off. The device was replaced and the procedure was completed successfully with no clinical consequences to the patient.

Event description:
It was reported by the physician after removing the device from the dispenser hoop, the ptfe coating was peeling off. The device was replaced and the procedure was completed successfully with no clinical consequences to the patient.